Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to correct the reported event. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. He complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a training/demo of the da vinci system, universal surgical manipulator (usm) 3 and 4 swap attempts consistently resulted in no response. When another surgeon side cart console (ssc) was used, the issue resolved and the system functioned normally; this was confirmed with the alternate ssc. No errors were reported. A technical support engineer (tse) recorded the information and dispatched a work order. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this is a demo system, no procedure involved, thank you.